Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a failed battery test alarm. The customer¿s blood glucose level was unknown. The customer had received a low battery alert prior to the replace battery now alarm but they cleared the alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. After changing the batteries and performing different steps, the insulin pump alarmed again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No failed battery alarm noted during testing or in the insulin pump trace download. (B)(4).